Event description:
It was reported that the customer was admitted into the intensive care unit for high blood glucose. The blood glucose reading at time of the call was 500mg/dl. Troubleshooting was performed. Ran a fixed prime and a high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.